Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump gave a "no disposable, clamp tubing" alarm. The reservoir volume was 5.9ml, the rate was 1.7ml/hr, and 74.15ml was given. There was air bubbles observed in the tubing. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.